Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock lead impedance values up to 126 ohms. The impedance measurement trend showed an increase then a decrease in values. Physician was notified of out-of-range measurements. No adverse patient effects were reported. Currently, this lead remains in service.